Manufacturer narrative:
The motor error alarmed during the basic occlusion test due to faulty force sensor system alarm. The pump passed displacement test, self-test and unexpected restart error test. The pump passed all operating currents tested with in the spec range and passed off no power test. The pump was received with moisture damage on electronics assembly, cracked reservoir tube lip, missing end cap sticker, and minor scratches on display window noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the pump was accidentally been placed in the washing machine. The customer's blood glucose level was reported to be 505.8mg/dl. It was reported that the customer treated with manual injection. It was reported that the pump would be replaced.